Manufacturer narrative:
Additional information: vessel treated during index procedure was graft r-pda and not graft 1st diagonal as previously reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient was randomized to a biofreedom protocol and received a non medtronic des device during the index procedure in a 1st diagonal graft. The patient suffered angina pectoris approximately 5 months later and had prolonged hospitalisation. This was treated using pci. It was reported that a stent thrombosis event occurred in a medtronic stent and this was related to this reported adverse event. The stent thrombosis was confirmed by angio. The patient status was not recovered.

Manufacturer narrative:
During the pci to treat the angina event, 3 resolute onyx des were implanted in the 1st diagonal. The reported stent thrombosis occurred in the non-medtronic stent implanted during the index procedure. If information is provided in the future, a supplemental report will be issued.